Event description:
The pt reported that his skin was turning purple and swollen at the insertion site after wearing the pod for less than a day. He visited the emergency room on (B)(6) 2012 and was treated with antibiotics and a steroid for an allergy to the cannula. The device was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any defect or deficiency of the device could have contributed to the pt's allergic reaction. Qualification records were reviewed and the product lot met all acceptance criteria were met. The omnipod user guide warns "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider."